Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For spinal pain. It was reported, that the pt received the message software problem 1.intellis 2.3.6 3.58 4.qf_new. During call, pt reset the controller. Pt mentioned, their stimulation was turned off and did not know how to turn the stimulation back on. Pss informed, pt on how to turn simulation on or off. The troubleshooting steps that were taken on the call resolved the issue. Pt called back from registered number and reiterated details of case. Pt mentioned, they performed a reset to remove the software problem. But then noticed, the controller was not detecting the recharger antenna when the recharger antenna was plugged in. During the call, the pt inspected the port of the controller and the plug of the recharger antenna. But, no damage was detected. Pt also, plugged the recharger antenna into the controller, but controller remained on programs and groups screen. Controller charge was at 80% and ins charge was at 30%. Green light was not blinking on the controller and the controller did not display "recharging" next to the ins charge percentage. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 intellis recharger (s/n#: (B)(6)) revealed, that controller wont power on when recharger telemetry module (rtm) is plugged in. It was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.